Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe did not fit through the trocar during a vitrectomy procedure. There was no patient harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was attempted to be inserted through a trocar cannula and became stuck, replicating the reported event. A closer visual inspection under microscope revealed unknown foreign material on the cannula. The sample¿s outer cannula diameter was measured. With the min/max values of 0.0200-0.0205 inches, the sample¿s outer cannula diameter was measured to be 0.02010-0.02115 inches, not meeting specifications. The sample was sent out for analysis to determine the identity of the unknown foreign material. The laser probe was manufactured on july 24, 2018. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).